Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was found that the x-ray tube was unable to align with the film frame due to a bent actuator. The actuator was repaired. The noise was coming from the rotor of the x-ray tube. The x-ray tube was replaced and the system calibrated. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 2800 makes a noise and displays error code 36, whenever the film switch is engaged. There was no adverse patient involvement reported. There was no patient information reported.